Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the atrial lead exhibited loss of capture and decreased sensing. On (B)(6) 2013 high impedance was also noted. The patient would be reassessed in two months.